Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Felt a jolt [electric shock sensation]. Burning feeling into leg [burning sensation]. Plug it into the wall he felt a jolt - oral-b [device electrical finding]. Case narrative: a spouse via phone stated that their husband (male) plugged his oral-b genius 6000-8000 toothbrush into the wall and he felt a jolt. This sent a burning feeling into his leg. No serious injury was reported.